Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) india, alleging that her onetouch select simple meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation and on additional information obtained by the csa during a follow-up call with the patient. The patient reported that the alleged inaccuracy issue began 2-3 days prior to contacting lfs. The patient reported obtaining what she felt was an inaccurate high blood glucose reading of ¿299 mg/dl¿ with the subject meter. The patient manages her diabetes with a combination of oral medication for diabetes (type/dose unspecified) and self-adjusted insulin (insugen 30/70 20 units when blood glucose is below 200 mg/dl; 30 units when blood glucose is above 200 mg/dl). In response to the elevated result, the patient claimed she increased her insulin from 20 to 30 units and 10 minutes later developed symptoms of ¿sweat and numbness.¿ during the follow-up call, the patient confirmed she associated the symptoms with low blood glucose. The patient claimed she immediately attended the hospital for treatment. During the follow-up call, the patient claimed she was treated with IV glucose and was hospitalized for approximately 10 days. During the follow-up call, the patient attributed the onset of the symptoms to the extra insulin taken in response to the alleged inaccurate high result obtained with the subject meter. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after taking extra insulin based on an alleged inaccurate high result obtained with the subject meter.